Manufacturer narrative:
(B)(4). Per the user facility's biomed who is trained by the manufacturer, the power manager board was not communicating with the central control monitor (ccm) and does not appear in the service and diagnostic screen. The field service representative (fsr) verified the reported complaint. He replaced the power manager board printed circuit board assembly (pcba). The unit operated to the manufacturer's specifications. Software data logs were returned to the manufacturer on 21-mar-2018. The suspect part was returned to the manufacturer for evaluation.

Event description:
It was reported that during preventive maintenance (pm) of the device, there was a question mark (?) On the battery icon in the perfusion screen. There was no patient involvement.

Manufacturer narrative:
Data logs were returned to the manufacture on 06-mar-2018, not 21-mar-2018 as previously reported. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the pump to operate as intended throughout the evaluation. Per data log analysis, the date in the provided logs may not have been set as it covers from (B)(6) 2003 to (B)(6) 2003. On (B)(6) 2003 at 12:36:55 am, the system is powered up and the power manager is successfully put online (no communication issues). At 12:39:19 am the central control monitor (ccm) reports "error pod operational status timeout" (likely the power manager). This would cause a '?' To appear on the battery icon. At 12:43:41 am the service screen is entered and exited at 03:24:22 am. The power manager is not put online indication a possible communication issue. A perfusion screen is opened and again the power manager is not put online. This will cause a '?' To appear on the battery icon again. At 9:30:59 pm the system is power cycled and the power manager is still missing. In the power manager log, nothing is logged to indicate why it was not functioning properly. The next successful power up occurs on (B)(6) 2018 (date fixed). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.